Manufacturer narrative:
(B)(6). The actual sample was received and a leakage test of the dialysate side was performed. The test revealed a crack in the welding zone. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The cause of the condition could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that after approximately one hour and thirty minutes into treatment, a fluid leak was observed to be dripping from the top of a theranova 400 device. Treatment was stopped and the set, and dialyzer were changed, and treatment was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.